Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a delivery anomaly on her insulin pump. Customer stated that the units on her insulin pump was not moving down on her status screen. She stated that her insulin pump would record a bolus, but the insulin amount would not move. The customer also reported that she doesn't get a beep at the end of her bolus. Customer's blood glucose was 198 mg/dl. She stated she had treated for her blood glucose. No additional information provided.